Event description:
Per the clinic, the patient experienced a loss of osseointegration(date not reported), resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's clinic, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.